Event description:
It was reported that the arctic sun device was giving alert 01 (patient line open) and 02 (low flow). Flow rate (fr) was 0.0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage. There was a failed circulation pump. The system hours were 1872 and pump hours were 1453. Biomed requested quote for 2000-hour service.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed during decon where the unit filled very slowly and needed to prime for final 2 minutes of cleaning. Serviced the circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was giving alert 01 (patient line open) and 02 (low flow). Flow rate (fr) was 0.0, inlet pressure (ip) was -0.1, circulation pump command (cpc) was 100 percentage. There was a failed circulation pump. The system hours were 1872 and pump hours were 1453. Biomed requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.